Event description:
The staff was lifting a resident with a mechanical lift to obtain their weight. The flange at the lift arm pivot point cracked on the right side from the rear. The resident was lowered without injury.